Event description:
Reportedly, the surgeon fired the instrument and clips were not formed properly on the tissue and disengaged from the tissue. Therefore, the procedure was converted to an open procedure to complete the case. Procedure: laparoscopic cholecystectomy, pt status: no injuries reported.